Event description:
It was reported that the procedure was to treat a left anterior descending artery. The indeflator gauge didn't measure value when attempting to inflate a balloon in the patient. The device remained at zero. Another indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified six other similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The investigation determined the reported difficulties appear to be a potential product quality issue.